Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The metal cannula was received loaded inside the catheter, the suture was found tangled in the third side port hole from the tip end. Then, the metal cannula was removed from the catheter and the suture was found broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 23dec2015. It was reported that the suture string became tangled. An 8.3 flexima&#10263;as selected for use. It was noted that the suture string was tangled and came out the distal drainage hole. No patient complications were reported. However, device analysis revealed a broken suture.